Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 15. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.